Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system, the device experienced a missing tube clamp. The following information was provided by the initial reporter. The customer stated: clamps were missing from bd nexiva 22g.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system, the device experienced a missing tube clamp. The following information was provided by the initial reporter. The customer stated: clamps were missing from bd nexiva 22g.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.